Event description:
It was reported that patient presented for a permanent implant procedure, which upon procedure, infection issue was suspected on the trial system. Patient was also having weakness on the left leg. Physician explanted the lead. Upon explant physician did not see any signs of infection. There were no complications during the procedure. Patient was stable.

Event description:
It was reported that patient presented for a permanent implant procedure, which upon procedure, infection issue was suspected on the trial system. Patient was also having weakness on the left leg. Physician explanted the lead. Upon explant physician did not see any signs of infection. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.